Event description:
It was reported that the battery voltage displayed 2.62 volts, however elective replacement indicator (eri) had not been triggered. An intervention was done to remove and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: model: 4076, implantable pacing lead; implant: (B)(6) 2007. Model: 4194, implantable pacing lead; implant: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.